Manufacturer narrative:
The initial reported event was received on (B)(6) 2011. Of note, the reportable malfunction and/or serious injury (oversensing, possible lead fracture and inappropriate therapy) is normally submitted via a summary medwatch report submission that would have been due on (B)(6) 2011. Information was subsequently received on (B)(6) 2011 and revealed the patient died. As there is new information that reasonably suggests the device has or may have caused or contributed to a death, this event no longer qualifies for summary reporting and is therefore being submitted as a 30-day report. This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. The device is part of the advisory for this model.

Event description:
It was reported that the patient received inappropriate therapy due to lead oversensing and possible lead fracture. The lead was scheduled for replacement but the patient's ejection fraction had improved to greater than 50%. Due to the improved ejection fraction, the patient's therapy was deactivated and plans were made to explant the system and not replace it. It was further reported that the patient died while shoveling snow. The cause of death has been requested but not received.